Manufacturer narrative:
The actual samples were received for evaluation. All five bags were sliced at the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a spike port cap leak at the spike port of all samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This issue was identified during setup. There was no patient involvement. No additional information is available.